Event description:
Additional information indicated that the cause of the event was that "originally implanted extension from implant to battery had failed." No intervention had been taken at this point. It was confirmed no stimulation was felt. No hospitalization was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the stimulation sensation comes and goes. It was noted the patient had not used the device for a couple weeks and when they used it they noticed the stimulation was intermittent. There was no known accident or incident related to this complaint. It was noted palpating the device caused stimulation changes. Approximately one week later it was reported the patient had a short. It was noted the patient could press the implantable neurostimulator (ins) site and cause stimulation to turn on and off. It was reported patient occasionally felt stimulation under their arm and at the top of their ribs. It was reported this was focal to the lead/extension connection site. Lead revision was being considered. Follow up reported it was determined there was 'most likely' a problem with the extension. The physician has offered to replace device and was waiting on the patient's decision. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID 7496-51, serial# (B)(4), implanted: (B)(6) 1996, product type extension; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3586, serial# (B)(4), implanted: (B)(6) 1996, product type lead. (B)(4).

Event description:
Additional information from the patient reported that sometime in (B)(6) 2012, the patient turned his stimulation on and then it wouldn¿t turn off. The patient also stated that in (B)(6) 2012 he rubbed his stomach and the device turned on. The patient then rubbed his stomach again and the device turned off. The patient reported that he was first told that he had a broken lead, then he was told that he does not.the patient also noted that he felt stimulation in his muscle and under his arms, though it should be in his legs. It was also reported that the patient had an x-ray performed the previous day and it didn¿t look like the lead was broken. The physician later confirmed that there was no obvious fracture of the lead, but the patient still had intermittent stimulation. Additional reprogramming was planned. There was no hospitalization or injury reported. The issue was still being evaluated. If additional information is received, a follow up report will be sent.